Event description:
On an unknown date, the sales representative put a note on the implant and returned the infix locker to zimmer spine. It was reported that during surgery, the surgeon attempted to implant the two plates and struts, and the surgeon was not able to completely engage them with the large locket. The surgeon then explanted the implant. Additional information received on 04 jun 2009 via telephone. The sales representative reported that during surgery, the surgeon was attempting to implant infix when the pin would not touch with the locker and would not allow the locker to engage. The surgeon explanted the infix construct and implanted another one. The sales representative had another locker in another kit. It was flashed for sterilization and used to lock the replacement infix construct and finish the case. There was a 20 minute delay in surgery.

Manufacturer narrative:
Product is an instrument and is not implantable. The instrument is not available for evaluation. The parts were returned on an unknown date.